Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/13/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on 08/10/2018. The patient¿s spouse stated the patient was asleep and she woke up to them moaning and grunting. She indicated that the cgm was reading 130 mg/dl compared to the finger stick reading of 30 mg/dl. She administered the patient with a glucagon shot and then called the paramedics. When the paramedics arrived, they did not have to give the patient further treatment as the glucagon shot brought the patient¿s glucose levels up. At the time of contact, the patient stated they were tired. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.